Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation of the returned coil system confirmed the implant was severely stretched and detached from the pusher. There was no evidence of thermal detachment by the controller observed on the pusher; however, the monofilament displayed a tensile break profile, which indicates the device experienced excessive retraction forces that exceeded the strength of the monofilament. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a peripheral coil embolization procedure, the embolization coil detached during retraction. The coil was successfully retrieved from the patient with a snare device. There was no reported patient injury.